Manufacturer narrative:
Sorin group (B)(4) manufactures the vanguard cardioplegia device. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that a bubble of air was seen in the bubble trap and outlet of the vanguard cardioplegia device after administering a dose of cardioplegia. There was no report of pt injury. It was later reported that the air did not travel more than 1-2 inches past the outlet of the device and that the air was flushed out prior to delivering the next dose of cardioplegia and the case was completed without further issues. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that a bubble of air was seen in the bubble trap and outlet of the vanguard cardioplegia device after administering a dose of cardioplegia. There was no report of pt injury.